Event description:
A report was rec'd that the pt was complaining of soreness at the ipg site and sharp pain from the ipg site radiating to her spine. The reprogramming appeared to exacerbate the pain. The pain was present whether the stimulation was on or off. The physician believes that the pain is unrelated to the device. The pt was prescribed a topical pain medication. The pt is reportedly doing fine.